Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age, moderate valvular calcification) likely contributed to the delayed post procedure arousal and suspected cerebral infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), a transfemoral tavr procedure was performed under local anesthesia and sedation. Balloon aortic valvuloplasty (bav) was performed with a 22mm non-edwards balloon catheter. A 26mm sapien 3 valve was then deployed with nominal volume, landing in a final 90:10 aortic/ventricular (a/v) position as intended. Post valve deployment, trivial paravalvular leak (pvl) was observed. After the procedure, arousal from the anesthesia was delayed; then left hemiplegic upper limb developed. Computed tomography (CT) was conducted. Cerebral infarction was suspected and the patient was transferred to a ¿specialized¿ hospital. During the detailed examination at the hospital, reduced blood flow was detected in the brain. Therapeutic treatment will be determined at a later time. The valve remains implanted in the patient. The native annular area measured 518mm2 by CT. Moderate valvular calcification and no aortic root calcification was reported. Per medical opinion, it was unclear if the cerebral infarction was related to the bav (performed with a non-edwards bav catheter) or the sapien 3 valve deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported through the (B)(6) tavi case registry, right upper and lower limbs paralysis were observed. Head CT revealed acute ischemic infarction in the middle of the cerebral artery region. The patient was transferred to another hospital. After acute phase treatment, the patient was re-admitted to the reporting hospital and treated with edaravone administration and rehabilitation. On postoperative day (pod) 3, the cerebral infarction was judged to be ¿recovered¿. The patient was transferred to another rehabilitation hospital.